Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable low ion selective electrode (ise) sodium result for 39 patient samples. The samples were repeated on analyzer serial number (B)(4). Of the data provided, the results for 28 patient samples were discrepant. All results are in mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The customer called the corrected reports and stated the no one was treated or adversely affected. The sodium electrode lot number and expiration date were not provided. The field service representatives determined there was a failure of the rinse nozzle on the rinse mechanism and the rinse mechanism was not cleaning the cells. They removed a clog from the rinse nozzle and replaced the vacuum diaphragms. They confirmed the instrument was operating to specification with successful calibration and qc run and a precision check.